Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. There was no reported product deficiency. The reported enzyme elevation, ischemia and dissection are listed in the promus instructions for use (IFU) as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Since it was reported that the patient came in with an acute mi, it should be noted that the IFU states use of the device is contraindicated for patients who had a recent acute mi or whose cardiac enzymes have not normalized after an acute mi. The reported IFU deviation does not appear to have directly caused or contributed to the reported patient effects that occurred periprocedurally. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that the patient came in with an acute myocardial infarction (mi). After deployment of the promus stent in the moderately calcified target lesion in the predilated proximal left anterior descending artery, a stent edge dissection occurred. The patient was treated with an unknown stent. The patient was found to have silent ischemia that was treated and resolved. The event resolved the same day. The cause of the dissection is unknown. There was no adverse patient sequela. Though requested, there was no additional information provided.